Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an emergency tracheostomy change the cuff was inflated using sterile water. The cuff appeared overinflated and so the decision was made to remove the cuff water. The cuff would not deflate with a syringe, and no sterile water would draw back. The tracheostomy had to be removed with the cuff still inflated. This caused no trauma to the patient but did cause pain and distress.